Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 176 mg/dl. Customer stated that she woke up and the pump was showing a button error. Customer went to correct with the pump. After the blood glucose level was sent to the pump from the meter, the alarm occurred. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.